Event description:
The patient was hemodynamically unstable on an intra-aortic balloon pump; requiring ventilator support and pressor support. Continuous renal replacement therapy (crrt) was initiated secondary to acute kidney injury. Shortly after initiating treatment, the patient had a seizure. She was treated with valium IV and the seizure stopped. The patient does not have any seizure or neurological history. The patient has a multitude of medical issues at this point in time and the cause of the seizure could not be determined. Crrt continued with the same prismaflex and m100 filter set with no further issues. MFR ref # 9616026-2015-00004.